Manufacturer narrative:
Device is end of life / end of support.

Event description:
Philips received a complaint on the mrx device indicating that service is required. There was reportedly no patient involvement. The remote service engineer (rse) remotely evaluated the device and informed the customer that this model is no longer serviced due to end-of-life status. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further action is warranted at this time.